Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(6). According to the available information this inflatable penile prosthesis was removed/replaced on (B)(6) 2020 due to loss of fluid. Additional information received from the territory manager indicated: ¿looks like possible break at cylinder zero degree junction (strands of tubing).¿ a titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned component revealed the presence of surface abrasion on all pump tubing, the exhaust tubing of cylinder 1, and on the pump inlet tubing. No functional abnormalities were noted with the pump, reservoir, or cylinder 1 and 2. The information received indicated a loss of fluid and a possible break at the cylinder zero degree junction, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, loss of fluid. It was reported that it looks like possible break at cylinder zero degree junction (strands of tubing). The device was removed/replaced.